Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The same day the patient began treatment with intraperitoneal (ip) cefamezine 250 mg, four times daily (duration not reported) and ip tobramycin 40 mg, once daily (duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Physioneal and nutrineal therapies were ongoing. No additional information is available as the nurse declined to provide further information.